Event description:
Related manufacturer reference number:2017865-2024-58227, related manufacturer reference number:2017865-2024-58231. It was reported that the right ventricular lead, right atrial lead, and left ventricular lead dislodged. It was also observed that the lv lead thresholds were high. It was noted that the patient had to move quickly to use the restroom, and this may have caused all the leads to move. The ra and rv leads were explanted and replaced. The lv lead was still in the cs and was able to be repositioned with a guidewire to an acceptable location. The patient was in stable condition.